Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and stuck on the black screen. A field service engineer confirmed that the station was not powering up and isolated the issue to drawer 5.2, replaced the drawer control printed circuit board (pcb), performed testing in hardware test application (hta), and observed the customer successfully accessing the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline and stuck on the black screen. The customer tried to reboot the station, but issue persisted. However, there were no delays, adverse events or injuries reported based on this event.